Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was used during an unknown procedure. The devices leaked during the case. The leaking occurred with or without an instrument inserted. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the haptic tore as the lens was inserted. The lens was removed and another same model was implanted. The reporter stated the incident was due to a surgeon's error. The surgeon also attempted to insert a plate lens in this pt. See MFR report #2023826-2010-00952.

Manufacturer narrative:
(B)(4). Leak test failed inserting and removing test probe the analysis results found that the device was returned in good visual condition. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load resulting from surgeon manipulation of inserted devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.